Event description:
It was reported that a female patient underwent a breast surgery with two mentor memorygel breast implant prostheses (left: 350cc, right:370cc) and experienced bilateral grade iii breast ptosis, right-sided grade IV capsular contracture, and left-sided device migration and breast deformity postoperatively. The diagnosis was confirmed by the patient¿s surgeon. As a result, the patient underwent bilateral removal and replacement with two (catalog #: 3503460, serial #: (B)(4), serial #: (B)(4)) on (B)(6) 2022. This report is for the right-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two mentor memorygel breast implant prostheses (left: 350cc, right:370cc) and experienced bilateral grade iii breast ptosis, right-sided grade IV capsular contracture, and left-sided device migration and breast deformity postoperatively. The diagnosis was confirmed by the patient¿s surgeon. As a result, the patient underwent bilateral removal and replacement with two (catalog #: 3503460, serial #: (B)(4), serial #: (B)(4)) on (B)(6) 2022. This report is for the right-sided prosthesis.

Manufacturer narrative:
On january 31, 2023, mentor received the device for evaluation. On february 08, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. Manufacturer's reference number: (B)(4).